Manufacturer narrative:
Block b3: exact date unknown, event occurred 5 years ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2138700 model: sc-2138-70 serial: (B)(6) batch: a41428/a42387.

Event description:
It was reported that the patient was supposed to replace the implantable pulse generator (ipg) due to no longer working as intended. It was noted that during the procedure, it was found out that one of the leads coiled up via x-ray. The decision was made to try and remove the coiled lead through the battery pocket incision by pulling it out then being found out that the correctly placed lead was also being pulled. The physician made the decision to switch from a revision to a full explant and removed both leads and the battery. The explanted ipg and leads were discarded at the facility.